Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error u-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed using system logs, which recorded recurring error u-02. During testing, the erbe unit displayed error code u-02 on startup and erbe log showed c-00. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The root cause of the failure could not be determined. However, the cause is likely due to and electrical component failure within the erbe. .

Event description:
It was reported that prior to start of da vinci-assisted appendectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the integrated electrosurgical unit (iesu) or erbe had an activation fault. The customer hard power cycled the vision tower, but no logs were available. Tse could see a u-02 fault in the log two days ago. The customer also did an erbe power cycle, and the fault went away. They were proceeding with setup for the case. Tse informed them that the fault could come back. The customer used a force triad to proceed with procedure. The procedure was completed with no reported injury.